Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. During the AED's automated self-test, the AED identified that the pads were expired and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the aeds condition until the battery pack became completely depleted. The cause of the depleted battery was related to a failure of the customer to maintain the AED.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.